Manufacturer narrative:
Patient¿s birthday was not provided, (B)(6) 1962 was used based on age of patient. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter the needle pierced the catheter. There was no report of patient impact. The following information was provided by the initial reporter: the medical device described is inserted in the patient and in which it is visualized that the bevel splits the plastic of the catheter.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter the needle pierced the catheter. There was no report of patient impact. The following information was provided by the initial reporter: the medical device described is inserted in the patient and in which it is visualized that the bevel splits the plastic of the catheter.